Event description:
The patient underwent rotator cuff surgery in 2005, experienced pain post-operatively, and found out three weeks post-op that a "ctx" needle fragment remained in their shoulder. The patient underwent a subsequent surgery to have the needle fragment removed, and has recovered.